Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a high voltage shock from their implantable cardioverter defibrillator due to rapid ventricular rate. Review of the transmission noted that the patient was in atrial fibrillation and ventricular tachycardia. There seemed to be an issue with the charging of the device in a vector during the episode. The device delivered shock in a different vector and the patient was back in stable rhythm. It was suspected that the right ventricular lead had internal conductor externalized and low impedance. Lead revision was discussed.related manufacturer report: 2017865-2019-17913.

Manufacturer narrative:
Correction: h6 methods, results, and conclusions code.

Event description:
New information noted that cross talk was also present and programming changes were made. The patient's implantable cardioverter defibrillator was explanted and replaced while their right ventricular lead was capped and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Event description:
New information noted that externalized conductors were confirmed.

Manufacturer narrative:
Correction: ¿adverse event¿ should not have been selected, ¿other serious (important medical events) should not have been selected, type of reportable event: "serious injury" should be marked as "malfunction." (B)(4).

Event description:
It was reported that the patient experienced an atrial fibrillation and ventricular tachycardia episode in which therapy was appropriately delivered albeit delayed. Upon interrogation of the patient's implantable cardioverter defibrillator, it was noted that therapy was attempted to have been delivered through two different vectors on the patient's right ventricular lead, but failed to be delivered due to low, high voltage impedance values. Therapy was eventually delivered through a third vector and the patient was successfully converted back to normal sinus rhythm. It was suspected that the low, high voltage impedance was due to externalized conductors. No further intervention was performed. New information noted that excessive current was detected during a ventricular tachycardia episode in which therapy was appropriately delivered. No abnormalities in its delivery was noted. The patient's condition was stable throughout the event.